Event description:
It was reported via the implant patient registry that a 23mm transcatheter bioprosthetic valve was implanted in the aortic position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was twelve (12) years, three (3) months. The reason for reoperation is unknown and both devices remain implanted. No additional details provided; attempts to obtain additional information

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.